Event description:
Aching and extremely painful blood pressure. Extremely high as a result of the pain. On (B)(6) 2009, I, (B)(6) had a complete knee replacement at (B)(6) hosp in (B)(6). Performed by dr (B)(6). Since having this knee replacement I have returned back to the dr's office numerous occasions complaining of the severe, pain associated. I had been given pain medication to take care of the pain but I only found myself taking more medication to mask the pain. Due to the major side effects of the pain medication, I would limit myself in the doses. After many visits to the dr's office, it was brought out that the knee was going to have to be done over due to the parts that were used. This info came from (two) 2 different drs. I have researched this and found that the stryker products were found to be faulty. It has also been established that the pain that I have endured has caused my blood pressure to rise. I am entering this letter as a formal complaint as it has been determined that all interested parties were fully aware that the knee replacement had serious problems.